Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date - added the subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. An assignable cause of anticipated procedural complication will be assigned to the reported event as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files. Device remains implanted in patient.

Event description:
It was reported that the patient experienced a stroke post procedure of a stent (subject device) implantation which initiated development of left hand paresthesia and orthostatic vertigo for the duration of one week following the event. It was resolved without sequelae. The patients¿ medical condition was good. There were no clinical consequences to the patient.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that the patient experienced a stroke post procedure of a stent (subject device) implantation which initiated development of left hand paresthesia and orthostatic vertigo for the duration of one week following the event. It was resolved without sequelae. The patients¿ medical condition was good. There were no clinical consequences to the patient.